Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a broken sensor wire. When the sensor was removed, the patient noted that the sensor wire was still inside the arm. No symptoms were reported but the patient went to the hospital. At the hospital an a-ray was made but no sensor wire was seen. The patient was prescribed an oral antibiotic, cephalexin 500 mg to be taken twice a day for 7 days. At the time of the report the patient was stable but stated that the insertion site was swollen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).